Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the instrument jaws were not stuck on any tissue during the procedure. There was a patient involvement during the observation of the jaws not opening.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.